Event description:
A report was received that the patient's pocket site was sore and tender and she had the chills. The patient underwent an explant procedure. The physician does not know if the patient had an infection, but he did not believe the patient's symptoms were device related. The patient was prescribed oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 lim, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information received indicated that the biopsy results showed inflammation. The patient is reportedly doing well.

Event description:
A report was received that the patient's pocket site was sore and tender and she had the chills. The patient underwent an explant procedure. The physician does not know if the patient had an infection, but he did not believe the patient's symptoms were device related. The patient was prescribed oral antibiotics and was reportedly doing well following the procedure.